Event description:
The physician was treating a patient who presented a right ic-t occlusion. Retriever l6 was used and the first pass was successful in retrieving 5 to 6 cm of clot. The first pass was performed without torquing the device and flow was restored in the ica and a1. The physician noted that the device was not put under much tension and the clot was remove rather easily with minimal stretching of the helix. The same retriever l6 was reinserted for a second pass and was placed in the m1 segment. The physician again did not torque the device and noted very little stretching of the helix but did notice a gap in the platinum coil just proximal to the helix. He had the microcatheter proximal to the gap. The physician continued a gentle pull and then the distal end of the device detached at the gap. The proximal platinum segment unraveled and also stayed in the patient. The physician gave 4 mg of ia lytic. The physician tried briefly to retrieve the tip using an alligator retrieval device (chestnut medical), but was unsuccessful. He thought that the tip may have moved a little distal after it detached, which he believed was an indication that it was possibly well sized/slightly undersized to the vessel. The patient had good collateral flow after the terminus was opened up, so the physician decided to stop. The patient's 24 hr CT looked very good, and she did well clinically. The physician did not have the current nihsss, but believed the patient was transferred to rehab. The physician did not feel that the fracture had any adverse effect on the patient.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the retriever core wire was fracture proximal to the proximal solder joint. Solder tinning was evident where the core wire fractured, which indicates the fracture location was just proximal to the proximal solder joint. The fracture was also analyzed using scanning electron microscopy. The images were reviewed with our consulting metallurgist. In his opinion, a possible cause of the fracture was mechanical damage to the core wire that might have occurred during manufacturing operations at our grinding supplier or during operations performed here at concentric. The manufacturing record for concentric retriever l6, lot number 32240, was reviewed and no anomalies were found that are related to this complaint.